Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii-IV. Device evaluation: visual analysis of the returned device identified weight to the spec, a flat crease, gray, and red particles. Cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Physician reported patient has capsular contracture, baker grade 3-4. The device was explanted. Left side.